Event description:
It was reported by the affiliate that the (1) ER 320 was used during a gall bladder procedure. It was reported that the clips would not close. The case was completed with another device and there was no consequence to the pt.